Event description:
During cardiac catheterization an intra-aortic balloon pump therapy was initiated because of 95% blockage in the left main artery. Shortly after initiation the balloon pump powered down while therapy was going. This happened four times before the patient could leave the facility. Each time we turned the iabp (intra-aortic balloon pump) back on and restarted therapy. We checked all connections and could not find a cause for the issue. The patient remained stable but there was potential for harm to the patient.